Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt experienced a loss of therapeutic effect, loss of stimulation, and positional/intermittent stimulation following a revision of their stimulator. The loss of stimulation would occur with certain movements and then would return suddenly or sometimes gradually. The pt was seen in the clinic. Movement caused stimulation changes. The pt reportedly was not experiencing these types of changes in stimulation prior to the revision. The programming had stayed similar before and after the revision. Impedance values checked out before and after the battery replacement. Add'l info received indicated the lead was found to have migrated down at least one vertebral body from it's original implant position during the revision. The pt remained with good stimulation coverage of her primary pain areas. The current problems involves "intermittent" stimulation which would be possible to relate to postural changes. The pt is able to fully manipulate her stimulation by moving her torso in many directions. There is also a possibility of a fluid intrusion causing the intermittent stimulation. The pt and the doctor are fully aware of the possibilities and will make a determination at the next follow up regarding any possible surgical intervention. It was thought to be highly unlikely the pt would consent to any further surgery at this time. The pt maintains the stimulations has made a significant improvement in her life. See also MFR report # 3004209178-2009-04470.